Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. Inspection found faulty cable causing no image. Moreover, scratches on the pins of the video connector were discovered. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." "If an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Olympus will continue to monitor complaints about this device.

Event description:
It was reported that the device exhibited a bad image. The issue was found at preparation for use, prior to sedation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Follow ups were made to gather additional information, however, no response is received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.